Event description:
It was reported that the patient went to hospital for follow up due to pain in lower legs and feet. An x-ray was performed and found that the lead had migrated. Reprogramming of the device was attempted without success. The patient then underwent a lead revision wherein the lead was relocated to address the reported pain. The ipg was also changed per physician decision. There was no report of any issue related to the patients ipg. The patient has recovered following their revision.

Manufacturer narrative:
Correction to the initial and follow up #1 MDR in block b5.

Event description:
It was reported that the patient went to hospital for follow up due to pain in lower legs and feet. An x-ray was performed and found that the lead had migrated. Reprogramming of the device was attempted without success. The patient then underwent a lead revision wherein the lead was relocated to address the reported pain. The patient has recovered following their revision.

Event description:
It was reported that the patient went to hospital for follow up due to pain in lower legs and feet. An x-ray was performed and found that the lead had migrated. Reprogramming of the device was attempted without success. The patient then underwent a lead revision wherein the lead was relocated to address the reported pain. The ipg was also changed per physician decision. There was no report of any issue related to the patients ipg. The patient has recovered following their revision.

Manufacturer narrative:
Correction to the initial MDR in blocks b6, d4, e1, and g2.